Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery gas was not flowing from the gas cylinder and the pressure gauge indicated zero pressure. Surgery was completed using a backup gas cylinder. There was no report of patient harm.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The octafluoropropane (c3f8) tank was not returned for evaluation. A review of the batch production record for lot 917001 showed no unusual manufacturing issues. The expiration date of the batch is may 31, 2021. A review of the complaint records showed one other complaint against lot 917001. With no additional, related information provided, the customer reported event was not confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.10, correction: section d.4 and h4 the manufacturer internal reference number is: (B)(4).